Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during the preparation for the transfemoral tavr procedure with a 23 mm sapien 3 valve, the operator found a hair-like foreign material on the valve. The foreign material was pulled with forceps. There was light resistance, as the foreign material was entangled with the valve. The foreign material looked like human hair. To avoid contamination, everything that had contact with the valve was replaced. The tavr procedure itself was completed without problem and there was no health impact to the patient.

Manufacturer narrative:
The sapien 3 transcatheter heart valve was returned to edwards lifesciences in the shelf jar, detached from the holder. A hair-like material, approximately 0.4¿ in length, was observed between two leaflets. Imagery provided by the facility also showed a hair-like material on the valve leaflets. Material analysis was performed on the isolated material collected from the complaint site with fourier transform infrared spectroscopy (ftir). The results from the scan indicate the material was consistent to zein-like material with a 73.38% match. A review of the preliminary packaging manufacturing process was performed in order to determine if the zein particulate could have originated at edwards irvine facility. Results of the review found that zein is not present in any equipment used during the preliminary packaging manufacturing process of the sapien 3 valve. However, it is possible for zein to be introduced through clothing at the complaint site or during manufacturing. Therefore, it is not confirmed that the zein-like material collected during evaluation originated from the thv manufacturing process for valve assembly at edwards irvine facility. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to ¿valve ¿ particulate, contamination¿. A review of complaint history from april 2019 through march 2020 revealed additional returned complaints for the sapien 3 for the complaint code ¿valve ¿ particulate, contamination¿. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No product manufacturing issues were confirmed. The occurrence rate did not exceed the march 2020 control limits for this trend category. The IFU and device prepping manual were reviewed for instructions relating to the complaint. Before opening the jar, the operator is instructed to carefully examine the valve jar before opening for damage. The thv should be rinsed thoroughly before use. The valve should not come in contact with the bottom or sides of the rinsing bowl. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed. Material analysis was performed on the black, hair-like fiber and the sample spectrum of the fiber is consistent with a zein-like material. However, a review of the DHR, lot history and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. Process walkthrough was performed by manufacturing to ensure none of the materials, fixtures or tooling used matches black zein-like material, and there were no matches observed. Additionally, during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, ¿during the preparation for the transfemoral tavr procedure for a 23mm sapien 3 valve, operator found the hair-like foreign material on the valve.¿ the zein-like material could potentially be introduced as fibers through clothing at the field since the black fiber (hair-like particulate) was found during device preparation with the valve out of jar. However, there is insufficient information to determine a root cause at this time. No manufacturing non-conformance was identified based on the investigation, and the DHR and lot history reviews revealed no indication that a manufacturing defect could have contributed to the complaint event. Additionally, no labeling, training, or IFU deficiencies were identified, therefore, no preventative or corrective actions are required. There is no confirmation that the fiber originated from edwards. Nevertheless, as there are potential sources of the zein material within the cleanroom, a manufacturing issue cannot be eliminated. As precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards irvine facility. Additionally, since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.